Event description:
It was reported that the patient presented to the clinic with symptoms of fatigue and presyncope. The pulse generator was interrogated and no anomalies were noted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.